Event description:
Literature was reviewed regarding a systematic review of first in-human and preliminary clinical trials for surgically implantable biological mitral valves. Twenty-two studies were included in the review. Medtronic (hancock ii, intact, mosaic) and non-medtronic (various) valve brands were implanted in the pooled study population of 3,332 patients. Early and late deaths occurred in the study population. There was no evidence presented to suggest a causal or contributory relationship between medtronic product and the deaths. The authors also analyzed the following post-implant outcomes: high mean/peak gradients, reoperation, structural valve deterioration, thromboembolism, bleeding, endocarditis, and periprosthetic leak. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: sazzad f, tan yk, chan lxb, et al. Systematic review of first in-human and early phase clinical trials for surgically impl antable biological mitral valve substitutes. J cardiothorac surg. 2023;18(1):348. Published 2023 nov 30. Doi:10.1186/s13019-023-02464-2 earliest date of publication used for date of event. Medtronic products referenced: hancock ii (product code dye, PMA# p980043), intact (not FDA approved), mosaic (product code dye, PMA# p990064). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.